Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report no audio output on (B)(6) 2014. While patient was driving, they claimed bg went low and cgm audio did not alert. Patient then experienced hypoglycemic event and was involved in a car accident. Neighbor's wife treated patient's low bg with ginger ale. Paramedics arrived and administered glucose to the patient. At the time of contact with dexcom technical support the patient was in good condition and did not report any further injury or medical intervention. Dexcom issued an rga for the patient to return the device to be investigated.